Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the evening of (B)(6) 2011. The patient reported blood glucose results of "541, 286, and 255 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known if the patient was taking any diabetes medications or made any changes to her diabetes regimen at the time the alleged issue began. The patient claimed she "felt hurt" prior to the start of the alleged issue. The patient denied receiving any medical treatment after the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results were obtained from an approved sample site. The patient however did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical treatment after the product issue occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow up #1/ supplemental report test: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011, with the following findings: the test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.